Manufacturer narrative:
The insulin pump was received with excessive no delivery alarms due to a faulty force sensor. Unable to prime or conduct the displacement test due to the faulty force sensor.

Event description:
It was reported that the insulin pump was not priming correctly. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.